Event description:
Patient with a positive antibody screen did not react with (B)(4). Sample was then tested with peg enhancement in tube and an anti-kell was identified.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory.(B)(4)